Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for esheath distal tip torn was confirmed through imaging evaluation. Available information suggests patient factors (calcification) and/or procedural factors (improper tip expansion) likely contributed to the event as the patient had "severe calcification" in the access vessel and a radial torn tip with stretching was visible in the imagery provided. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Additionally, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was unable to be confirmed from the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the patient had "severe calcification" in the access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, damage to the tip of the sheath was reported. During a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic valve, the access was obtained from the left femoral artery. Although the diameter of the access vessel was within the range of scope of the tavr procedure, severe calcification was observed. No dilator was used. Upon insertion of a 14fr esheath+, some resistance was felt but the procedure was proceeded without any problems. The 26mm sapien 3 ultra resilia valve was successfully deployed in an aortic. After removal of the sheath, the tip of the sheath was torn (it was partially separated but it looked no missing part). There were no problems with lower extremity circulation. The procedure was completed without any access vascular complications. The device will not be returned for evaluation due to infection. The photo was obtained.